Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that patient¿s shunt was not draining and that the physician suggested the catheter was occluded. According to the report, in january, 2014, the patient went into a coma. The report states that the patient experienced another coma in (B)(6), 2014, and that it lasted several days.